Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/27/2013 with the following findings: the pump battery compartment was observed to be cracked. The battery cap was unable tighten all the way to the pump but was able to maintain electrical connection; the pump was exercised for 24 hours with no power loss duplicated. Unrelated to the issue, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).